Manufacturer narrative:
Date rec'd by MFR: 16aug2019. Failure investigation was completed. The user interface (ui) assembly was received for evaluation. Visual inspection revealed no evidence of damage or contamination. The ui assembly was installed into a test ventilator in attempt to duplicate the reported issue. Further investigation revealed that the cold cathode fluorescent lamp backlight was burnt out, causing the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. The manufacturer's remote field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed with the customer that the device had 11,717 hours. The fse advised the customer that the liquid crystal display (lcd) had reached the end of life. The fse recommended the replacement of the user interface module and provided the customer with a service quote. The fse also recommended that the customer upgrade their software to accommodate the second generation lcd. The fse provided the customer with information regarding how to properly download, activate, and install the recommended software. The customer reported that the software upgrade was completed, and the user interface module was successfully replaced. The reported issue was corrected.

Event description:
The customer reported that the unit had a dim display. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.